Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was a pericardial effusion. During a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure, a versacross connect was selected for use. The patient had transverse sinus fluid around the appendage. Rf ablation was completed on cavotricuspid isthmus (cti) line after the watchman was released. There was no effusion noted at the end of the case. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Twenty four (24) hours later while the patient was in recovery, they were experiencing chest pain. Transesophageal echocardiogram (tee) imaging was performed and showed that there was a pericardial effusion. The physician performed a pericardiocentesis and drained the effusion. The effusion resolved. The patient is expected to make a full recovery from this event. The device is not expected to be returned for analysis. It was further reported that the act was therapeutic in the procedure. No difficulty during transseptal was reported. Patient was tapped 24 hours after the procedure, the patient was later discharged.

Event description:
It was reported that there was a pericardial effusion. During a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure, a versacross connect was selected for use. The patient had transverse sinus fluid around the appendage. Rf ablation was completed on cavotricuspid isthmus (cti) line after the watchman was released. There was no effusion noted at the end of the case. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Twenty-four (24) hours later while the patient was in recovery, they were experiencing chest pain. Transesophageal echocardiogram (tee) imaging was performed and showed that there was a pericardial effusion. The physician performed a pericardiocentesis and drained the effusion. The effusion resolved. The patient is expected to make a full recovery from this event. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.